Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory revealed the last delivered shock occurred approximately a week before the displayed code; a low out of range shock impedance measurement was noted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact) resulting in the observed charge time out code.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) exhibited a code indicating a charge time out had occurred. The device had been implanted for approximately 10 years. Boston scientific technical services (ts) discussed the charge time out may be due to end of life (eol) and discussed troubleshooting options. The device was then explanted and replaced. No adverse patient effects were reported.